Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation onsite at the facility did not confirm the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was not confirmed by baxter service personnel onsite at the customer facility. A cause for the reported condition was not determined and no repairs were made to the device to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.